Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Blood glucose was 170 mg/dl. Reportedly, a new cartridge was successfully loaded to address the event. The customer continued using the pump for insulin therapy.